Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, when the physician rotated the thumb ring of the autotome rx a few times to tension the wire, the wire broke. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.' Additional information was received on (B)(6) 2012 stating that no portion of the wire detached inside the patient.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, when the physician rotated the thumb ring of the autotome rx a few times to tension the wire, the wire broke. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.'' Additional information was received on (B)(4) 2012 stating that no portion of the wire detached inside the patient.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure, when the physician rotated the thumb ring of the autotome rx a few times to tension the wire, the wire broke. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A visual examination of the returned device found that the working length was twisted, and the exposed cut wire was bent and broken. The broken end of the cut wire appeared blackened, and the proximal pierce hole appeared melted from use. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 17 mm from the distal pierce hole. The other broken end extended approximately 6 mm through the proximal pierce hole with the handle extended. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.